Event description:
A reliant balloon was used in a patient as an accessory product during endovascular treatment of a fusiform abdominal aortic aneurysm. An endurant stent graft system was successfully implanted. Aneurysm and vessel morphology is unknown. It was reported that the patient was being treated emergently. A reliant balloon was inflated several times for touch up; however, the balloon burst. The balloon burst did not cause an injury. The case was completed and the patient recovered. The ballooning details and cause of the balloon burst is unknown. No additional information is available. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: balloon burst. Lack of information, cause of event is unknown. Conclusion: balloon burst. Lack of information, cause of event is unknown.